Event description:
Rptr stated that, in back-to-back blood glucose tests, same finger, different fingerstick, results were 490 and 139 mg/dl respectively. Control solution test was 130 (99-148) mg/dl. Rptr was not experiencing any sumptoms. Rptr's diabetes is controlled by diet alone. Rptr stated no allegation of harm.